Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the aneurysm enlargement and reported type ib and type ii endoleaks could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from 4 years post-implant revealed that the maximum aaa diameter measured ~55mm and both common iliac arteries were aneurysmal. The bifurcate was positioned just below the left renal artery within the neck which was severely angulated ~90 deg rt-lt and 60 deg a-p; relative to the distal aorta. The contra limb extended distally into the distal aneurysmal section of the right common iliac artery. The distal limb od of the right/contra limb measured ~25mm, the rcia diameter at that same level was ~33mm, with resulting contrast seen within the rcia due to the lack of stent graft apposition. No clear contrast within the aaa sac was seen coming from the rcia; however, it is possible that the aaa was being pressurized distally from the right iliac. Images during or post-implant of an endurant limb which extended the right limb into the external iliac artery and resolving the endoleak were not provided. It appears likely that continued disease progression (iliac artery dilatation), and potential aneurysm morphology changes (severe vessel angulation), may have contributed to the endoleak seen within the right common iliac artery, leading to increase size of the rcia and possibly also the aaa. The reported type ii endoleak, which could not be confirmed, also may have contributed to the aneurysm expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that on follow up CT, it was observed that the aneurysm had enlarged in diameter due to a type ii and type ib endoleak. Due to the type ib endoleak, the right cia had enlarged to 30mm in diameter. Intervention was performed with the embolization of the right iia and the implantation of an endurant limb into the external iliac artery. This resolved the endoleak. As per the physician, the cause of the event was related to patient vessel morphology. No additional clinical sequelae were reported and the patient will be monitored.